Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. A manual insulin injection was used to address bg. Reportedly, the infusion set was changed to address the issue.